Manufacturer narrative:
A ge rep evaluated the system and replaced a display circuit board and reloaded software. System operates as intended.

Event description:
The customer reported the system lcd monitor was black and the touch screen displayed on only one quarter of the main screen when powered on. No pt injury was reported.